Manufacturer narrative:
A third-party service agent performed an initial evaluation of the customer¿s device and was able to verify the reported issue. The customer received a replacement device. Stryker evaluated the customer¿s device at the product assessment center (pac) and determined that the root cause of the issues is isolated to the reed switch sw5. The customer's device was archived by stryker.

Event description:
The customer contacted stryker to report a non critical issue with their device. Upon evaluation of the customer's device, stryker observed that the device would not power on when the lid is opened. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There was no patient use associated with the reported event.